Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter remains implanted. Therefore, a device evaluation could not be performed.

Event description:
It was reported that upon deployment, the legs of the filter did not open. The filter was not retrieved and remains implanted. No report of injury to the pt.